Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and force sensor functionality evaluation of the returned device. Visual analysis of the returned catheter revealed reddish material inside the pebax and a hole on the surface of the smart touch bidirectional sf. Force sensor testing was performed, in accordance with bwi procedures. The catheter was working correctly, and no force issues were detected during the analysis. However, the hole at the pebax with reddish material inside it could be related with the force issue. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. On other hand, regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. (Bwi) product analysis lab observed a hole on the pebax. The thermocool® smart touch® sf uni-directional navigation catheter displayed inaccurate force values on the carto 3 system. The catheter was zeroed multiple times. The catheter was floating in the blood pool, but the issue persisted. The cable was exchanged without resolution. The catheter was exchanged and the issue resolved. The procedure was continued successfully. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on (B)(6) 2021 a hole at the pebax and reddish material inside it. The hole on the pebax was assessed as a MDR reportable malfunction. The awareness date for this bwi product analysis lab finding is (B)(6) 2021.